Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's sister reported via phone call of high blood glucose readings and hospitalization. The customer's blood glucose reading was over 600 mg/dl. The sister stated that her brother was in the hospital because his sugars are out of control. The customer was not able to get his blood glucose level down during the hospital visit. The customer was treated with shots and IV drip. The customer was advised that he will be sent a replacement pump. The customer will be back on injections and IV drip until the pump gets replaced.